Event description:
In 2008, the sales representative reported that during surgery the surgeon was retightening the closure cap at l3 and during compression the closure cap fractured, leaving threads of the cap imbedded in the screw heads threads. The surgeon intervened removing the closure caps, rod and the l3 screw. The surgeon replaced the l3 screw, rod and closure caps. The surgeon used all new caps because the others had already been tightened down with the torque wrench. There was no surgical delay or patient injury associated with the event.

Manufacturer narrative:
Evaluation is pending.